Manufacturer narrative:
Other relevant devices are: heli-fx guide s/n: unknown; use by date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted prophylactically in an endurant stent graft system during the endovascular treatment of an abdominal aortic aneurysm. It was reported one day post the index procedure the patient had a fever (102.6 f). Medication was administered and the event was resolved. Per the investigator the cause of the event was possibly device and procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.